Manufacturer narrative:
The device remains implanted, therefore no product will be returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event, see also 0001032347-2015-00488, 00489 and 00490.

Event description:
Through the clinical study the patient reported having a procedure to remove scar tissue in 2014. Follow up with the patient confirmed the implants were not removed during the scar reduction procedure. The patient reports she is happy with the end results and stated the procedure helped the pain and swelling.